Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed - unexpected restart. The customer¿s blood glucose level was 403 mg/dl at the time of the incident. The customer reported that they feel the pump wasn't delivering her insulin due to her blood glucose levels and she received a low battery alarm while on the phone. The customer reported that the alarm occurred shortly after inserting a new battery. The customer has experienced multiple unexpected restart alarms after battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The device received with all operating currents within specification; it passed unexpected restart error test and displacement test. No unexpected restart error alarm anomalies were noted. No unexpected low battery alarm anomalies were noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.